Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 250-300 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.